Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during implant procedure, helix did not fully extend and was partially deployed before resistance was met. Helix deployment was attempted several times outside of patient¿s body and similar lead performance was observed. The helix issue was verified via fluoroscopy. Physician was concerned with the lead characteristics during helix deployment. The lead was not used and was replaced. Patient was stable throughout the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.